Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow-up submission for the evaluation of the returned device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was returned for evaluation. Lot number was not provided so device history record review cannot be performed. Complaint confirmed. The evaluation revealed a broken inner tip, but the full assembly was not returned for evaluation. Typically this type of event is caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hand surgery in (B)(6) 2015, somehow the inner piece of the shaver blade broke-off and was left in the patient's joint unnoticed. The shaver blade itself was thrown away and the problem was realized long after the operation when patient complained about a strange feeling/pressure in his wrist. On (B)(6) 2016 a second surgery was done to retrieve the piece from the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Typically this type of event is caused by excessive bending forces applied to the device during use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during a hand surgery in (B)(6) 2015, somehow the inner piece of the shaver blade broke-off and was left in the patient's joint unnoticed. The shaver blade itself was thrown away and the problem was realized long after the operation when patient complained about a strange feeling/pressure in his wrist. On friday,(B)(6), 2016 a second surgery was done to retrieve the piece from the patient.